Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles on the inner surface of the device and a curved opening. A leak test was perform which identified an opening. A microscopic analysis was performed which identified a striated curved opening on the anterior side assessed as surgical damage. A fill test inspection was performed and identified no blockage in the valve. In addition, visual analysis observed a void on the valve (vv of 1.5mm) which is out of specification per (B)(4) (texture side), it is assessed as workmanship. Further investigation has been initiated.

Event description:
Healthcare professional reported right side deflation and "benign calcification of capsules". Device has been explanted.

Event description:
Healthcare professional additionally reported "benign calcification of capsules". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures. It was found that one employee was not trained in the applicable revision of mp-849, however after a risk evaluation it was determined that the absence of training does not add additional risk to the device quality or performance. Justification for no CAPA was provided in training review section. According to the device analysis performed in the laboratory, it was observed a void in valve (vv of 1.5mm) out of specification per qa199.06 (texture side). This observation does not have relation with the reported event. Even though there is one month above the upper control limit for void in valve for saline breast implants, only pr # (B)(4) was involved in (B)(6) 2016. Therefore, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation and "benign calcification of capsules". Device has been explanted.